Manufacturer narrative:
Additional manufacturer narrative:review of the manufacturing records verified that the lot met release requirements. Evaluation of the returned device is not complete at this time.(B)(4).

Event description:
The following was reported to gore: during a venous anastomosis repair of the fistula, the gore® viabahn® endoprosthesis was used successfully. However, when removing the delivery system, approximately 1" of the distal shaft broke off (not the tip) when being pulled through the sheath valve. There were no consequences to the patient.

Manufacturer narrative:
Additional manufacturer narrative: examination of the returned device revealed the following: the delivery catheter was returned to gore without the endoprosthesis or deployment line or knob; a segment comprised of the transition piece, distal shaft on which the endoprosthesis had been mounted, and distal tip was detached from the remainder of the delivery catheter; the distal end of the dual lumen catheter tubing did not appear to have been bonded to the transition piece or the distal shaft; the segment consisting of the distal tip, distal shaft, and transition displayed possible evidence of the bonding process. All information has been placed on file for use in tracking and trending.